Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a pacing failure post operative. On device interrogation a temporary lead was inserted, however no pacing issues were noted. Pacing thresholds were slightly high and micro dislodgement was suspected. The lead was removed and replaced. A few days later. No patient complications have been reported as a result of this event.